Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that multiple intermittent unspecified alarms occurred. It was reported that the customer experienced an elevated blood glucose (bg) level was over 600 mg/dl and moderate ketones. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.